Manufacturer narrative:
No prod returned for eval. Should new info become available, a f/u supplemental report will be submitted.

Event description:
Rec'd info regarding a cartridge alarm 9 during the load process. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully.